Event description:
The complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.